Event description:
Caller reported receiving erratic readings from the freestyle meter. The comparison results were 275 mg/dl, then 100 mg/dl and the tests were performed back-to-back. The reported freestyle comparison results differ by more than 20% and meet the manufacturer's definition of a malfunction.